Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the moderately calcified, mildly tortuous left anterior descending (lad) coronary artery. The 3.5x26 mm graftmaster covered stent could not cross to treat the perforation due to the anatomy. A 2.8x19 mm graftmaster was advanced and implanted to complete the procedure. There were no adverse patient sequela. The procedure lasted 55 minutes; however, there was no reported adverse patient effect to the patient due to the procedure time. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.